Event description:
1.9 zero tip basket was opened to retrieve stone fragments from patient ureter. The basket deployed one time appropriately, the 2nd time the basket appeared to be broken. The basket was removed from the patient and isolated. A new product was opened. Case continued with no patient injury and minor 2-3 minute delay in retrieval and opening of new device.